Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the ambicor penile prosthesis (app) device is going to be replaced on a future date because the patient is not able to pump up the implant like he was able to before. It is believed there is fluid loss from the system. The issues with the device began in (B)(6) 2019.